Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pendant displayed ¿hold m button to calibrate¿. After holding the m button, the imaging system was restarted without issue and the message resolved. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system shut down unexpectedly when powering on the system. The site also reported that this issue occurred previously within the past week. There was no patient present.